Event description:
In 2009, while a pt was in the c100 incubator, the staff observed smoke coming from the incubator. The staff immediately removed the pt from the incubator and moved the incubator into the hallway. No pt or staff injury was reported. The unit was shipped by drager to their in-house technical staff for analysis.